Event description:
It is reported that the device was implanted in 2004. The patient had pain and clinically had a very unstable knee. The device was revised in 2005. When the knee was opened, the doctor found the poly post had broken off and was floating in the knee.